Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the infusion adapter looks like it will separate if used with a bd phaseal¿ infusion adapter c70. The following information was provided by the initial reporter: the product has a mark, which leads the customer to believe the line could separate itself from the rest. Several products are affected by this. Lot numbers are still unknown. Client explains that usually the white tube covers the marked spot on the picture below and cover the edge of the transparent tube, but samples of this lot present a white cover that does not cover the edge pf the line/transparent tube. Customer thinks it is possible that the white tube detaches while filling and cytostatic could leak.

Manufacturer narrative:
H.6. Investigation summary one sample and one photo was provided to our quality team for investigation. The final product for lot ta11594 is assembled and packaged at a supplier site. The photo was reviewed and no issues could be identified. Upon inspecting the sample that was received, no visual defects were observed and the product was verified to be manufactured according to specifications. Functional testing was performed, in all cases the product performed as expected and no leakages occurred. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta11594. All testing was reviewed for the reported lot, including leakage and inspection results with no issues identified related to the reported malfunction. Based on available information, we were not able to identify a definitive root cause related to the manufacturing process at this time. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the infusion adapter looks like it will separate if used with a bd phaseal¿ infusion adapter c70. The following information was provided by the initial reporter: the product has a mark, which leads the customer to believe the line could separate itself from the rest. Several products are affected by this. Lot numbers are still unknown. Client explains that usually the white tube covers the marked spot on the picture below and cover the edge of the transparent tube, but samples of this lot present a white cover that does not cover the edge pf the line/transparent tube. Customer thinks it is possible that the white tube detaches while filling and cytostatic could leak.